Event description:
The customer contact reported underdelivery. It was reported that on (B)(6) 2014 at approximately 2000, the pump was programmed to deliver 1 unit (230 ml) of packed red blood cells (rbc), at a rate of 58 ml/hr, for a duration of four hours, and the delivery was started. The customer contact reported that the delivery was to be consumed until 0000. At an unspecified time, it was reported that the pt requested that the blood tubing be temporarily detached from the IV catheter, due to discomfort and to rest the site for five minutes. No specific details were provided. At approximately 2330, it was reported that the pt was transferred to an unspecified unit. The customer contact reported that the receiving nurse noted that the blood transfusion was not yet consumed. The physician was notified and an order was written that the blood can be transfused within 6 hours. It was reported that the nurse requested that the pump be replaced as the blood was not consumed even with accurate regulation. No specific details were provided. At an unspecified time, the delivery was resumed. At an unspecified time, the delivery was resumed. The customer contact reported that at 0200 (within 6 hours), the delivery was complete. There were no reports of any adverse pt effects and no reported delays in therapy critical to this pt. No med interventions were reported. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.